Manufacturer narrative:
The actual device was returned for evaluation. However, the device was misrouted or lost after receipt. Investigation could not be completed at this time. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate."

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.